Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "system components separate during use" was confirmed per evaluation of the returned imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. As the lot number was not provided, DHR and lot history reviews were unable to be performed. However, a review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "there was a balloon rupture during valve deployment. The valve was fully expanded and there was no harm to the patient. As per additional information received from the fcs, the patient had a peripheral intervention done in september and it was discovered that the patient had a 'metal band' in the common iliac [...] Per phone conversation with the fcs, there was no issues with withdrawal of the delivery system through the sheath and upon removal no damage to devices were noted. It was confirmed that the access site for the tavr procedure was on the right which matched the imaging provided with the metal band also found on the right side [...] Aside from the peripheral intervention, there were no residual side effects or patient injuries noted.' Although it was reported that there was no damage to the sheath, no device nor device photos were provided; therefore, it is possible that some degree of liner delamination occurred and contributed to the separation of the c-marker as described in pra0902. The altered profile resulting from a balloon burst can be more susceptible to catch onto the distal tip of the sheath. The balloon likely caught onto the sheath tip during delivery system withdrawal resulting in the liner delamination. As the radiopaque c-marker band would be exposed with the liner circumferentially delaminated, it would be more prone to dislodging from the distal tip, especially if compounded with excessive device manipulation to retrieve the delivery system through the sheath. As such, available information suggests that procedural factors (altered balloon profile, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause is unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with system component separation. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position. During the procedure, there was a balloon rupture during valve deployment. The valve was fully expanded and there was no harm to the patient. As per additional information received from the fcs, the patient had a peripheral intervention done in september and it was discovered that the patient had a "metal band" in the common iliac. Unfortunately, the site didn't keep the piece and they do not have the sheath either to send back in case that was the culprit. Per phone conversation with the fcs, there was no issues with withdrawal of the delivery system through the sheath and upon removal no damage to devices were noted. It was confirmed that the access site for the tavr procedure was on the right which matched the imaging provided with the metal band also found on the right side. The site did not keep the metal band but estimated that it was "a centimeter long." They also did not keep the 16fr esheath+ from the original procedure for evaluation. Aside from the peripheral intervention, there were no residual side effects or patient injuries noted.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-15685. H3 other text : discarded.